Manufacturer narrative:
Since the subject device was discarded by the user, the device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. The manufacturing history was reviewed, with no irregularities noted. This type of the error and the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked when the user output the device contacting with something hard, besides the probe was broken when the probe was subjected to a load at cleaning. The error occurred due to the cracks. The instruction manual of the device has already warned as follows; do not contact the probe with any hard objects (e.g., metal clips, uterine manipulator, or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, and this may lead to damage or detachment.

Event description:
During a laparoscopic surgery, the subject device was used. While in use, the ultrasonic output error occurred. When the user wiped the probe for cleaning with a gauze outside the patient, it broke off. The procedure was completed with another device. There was no patient injury reported.